Event description:
The ge oec 9600 fluoroscopy system would not properly boot the mainframe c-arm.

Manufacturer narrative:
A ge oec service rep investigated the issue and found low voltage on the sram card, indicating the need for replacement. The sram card was replaced to restore function. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.